Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that one day post implant of this 25mm aortic bioprosthetic valve, the patient had significant paravalvular leak and worsening, severe mitral regurgitation. The physician performed a procedure to implant a bioprosthetic mitral valve as well as to perform a redo atrial valve replacement. During the procedure, the physician successfully implanted a bioprosthetic mitral valve. Subsequently during the same procedure, the physician removed the aortic bioprosthetic valve and implanted a 21mm aortic bioprosthetic valve. Additionally, 4-0 prolene sutures were placed near the right half of the noncoronary cusp. Within two minutes of the removal of the cross-clamp, the heart spontaneously defibrillated, and the patient was in a bradycardiac rhythm. The physician placed two pacing wires in the right atrium and two pacing wires in the right ventricle. The physician completed the case, and the patient was taken to the intensive care unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.